Manufacturer narrative:
The device was in use for treatment. The direx steerable sheath will not be returned for analysis. As a result, the allegations against the device cannot be confirmed. Review of the device history records for this lot identified one (1) reject for broken wire and two (2) rejects for a dilator fit issue. Perforation is a recognized adverse event referenced in the instructions for use (IFU). The IFU cautions the user that the sheath will deflect at the speed which the deflection wheel is turned. Avoid rapid deflection that may cause vessel damage. In addition, the user is cautioned that the steerable guiding sheath should not be turned more than 360 degrees in a deflected position while encountering resistance since that could severely damage the vessel or heart chamber. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that this steerable guiding sheath was in use during a cryo ablation. During use of the sheath in the left atrium, no wire was observed outside of the sheath. The sheath was then rotated and moved and something tore in the right interior pulmonary vein. The patient required going to the operating room to repair the tear by performing an incision and suturing. It was reported that following the repair, the patient was stable.